Event description:
Pt reported an undiagnosed "rash" on hands and feet for many years, since implant with the lap-band system. This event has not been confirmed by a healthcare professional, and no treatment has occurred. F/u findings: pt reported "treatment for different problems" including repaired a "slip" and "damaged tubing."

Manufacturer narrative:
(B)(4) . The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The device was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.